Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the port one on the controller was loose.

Manufacturer narrative:
New information indicates that it was reported that the controller, (B)(4), reported in this complaint is the backup controller the patient received after the report of the loose component on another unit ((B)(4)). There is no alleged malfunction against (B)(4) as the unit is still in use with the patient. The unit with the malfunction was reported under (B)(4) MFR # 3007042319-2016-02836. Due to the additional information received it was determined that this event does not meet the definition of a reportable serious injury or a product malfunction, therefore this is not a reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a loose component could not be confirmed on controller con190930. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since this event is related to a loose power connector. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.